Event description:
Spontaneous communication, patient asked if she is to remove the blue cap on the mini spike IV disp pin in order to use the spike with the diluent- advised patient that she is to remove the blue cap. Patient said that when she removes the syringe from the mini spike IV disp pin, the sterile diluent spills out of the mini spike IV disp pin and patient loses some of the sterile diluent out of the vial. Advised patient I would have certified clinical nurse specialist follow-up with her to see if they can assist with this issue. Nursing supervisors east to assist. Lot# or expiration date not provided. Patient has not missed doses or experienced adverse effects. Unknown if the affected product is available. No further information is available. Indication: secondary pulmonary arterial hypertension. Reported to (B)(6) by pt/caregiver.